Manufacturer narrative:
Addition patient comorbidities: hypertension, benign prostatic hyperplasia, asthma, gerd, hypercholesterolemia, aaa, and colonoscopy addition patient medications: plavix, albuterol, aspirin, atorvastatin, hydrochlorothiazide, lisinopril, metoprolol, and flonase.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that during a procedure gore® excluder® aaa endoprosthesis (rlt281214/21448982) was advanced over the .035 meier¿ guidewire through the 18fr dryseal sheath. After a full deployment when the excluder® device was taken out, the olive tip remained on the wire at the tip of the sheath. This was an area of acute angle in the iliac artery. A fogarty® balloon was advanced above the olive tip and inflated. It was then pulled back and the olive tip was captured in the dry seal sheath. All of the components were retrieved. The patient tolerated the procedure.

Manufacturer narrative:
Addition g4/g5. Addition the device was returned to gore for evaluation. The device evaluation showed the leading end is detached from the rest of the device. The polyimide length of the detached section is approximately 4 cm from the tip of the leading olive and detached at the mid olive. Approximately 4cm of polyimide was not returned for evaluation. The mid-olive is still attached to the polyimide and appears to be intact with no visible defects. A portion of the polyimide can be observed at the mid-olive transition. Based on the findings from this evaluation, the physician¿s observation that the leading end had become completely detached, was confirmed. The polyimide was separated at the mid-olive transition of the catheter. The likely cause for the separated guidewire polyimide lumen could not be determined with the available information.